Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. The patient's weight remains unknown.

Event description:
It was reported the patient experienced discomfort located at the ipg site. The patient experienced weight loss in the previous year, which may have changed the pocket size. Surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced. Discomfort has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.